Event description:
Pfs and medical records received. It should be noted these records were received through a pfs. Formal litigation hasn¿t been filed yet, so this complaint isn't legal. Medical records state the patient was revised due to chronic dislocations and questionable infection. The patient was cleared of infection. The revision operative note indicates a depuy head was removed, so an unknown depuy head is being reported for dislocation. The other products are unknown at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.